Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post-implant the lead was successfully repositioned due to dislodgement. After the procedure, the patient underwent an atrial flutter ablation. The physician noted that the pacing threshold increased. The patient will be monitored.